Event description:
Recent adverse event that ended in death. This adverse event date is unknown; all details concerning this case are unknown. At this time it cannot be determined if an spnc device caused or contributed. Spnc is actively working with the facility staff in an attempt to obtain additional details.